Manufacturer narrative:
During the extraction process the lead incurred additional damage and was retained by the hospital. It is not expected to be returned for analysis.

Event description:
Boston scientific received information that the patient with this newly implanted cardiac resynchronization therapy defibrillator (crt-d), experienced asystole approximately three hours post implant with the chronic right ventricular (rv) and left ventricular (lv) leads. The rv and lv leads were both programmed to high outputs above 4 volts. The outputs were then increased to 7.5 volts at 2 milliseconds for both leads. A revision procedure was performed and the device system was explanted and replaced. The clinical observations were suspected to be a result of clavicular crush. No additional adverse patient effects were reported.